Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.0, and 138.0 cm from its proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During the functional test, resistance was encountered while attempting to advance the pusher assembly mid-joint through the introducer sheath friction lock, and the pusher assembly could not be advanced at all. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the gastroepiploic artery using ruby coil lps. During the procedure, the first ruby coil lp would not advance past its initial position within its introducer sheath. Therefore, the ruby coil lp was removed. The procedure was completed using another ruby coil lp. There was no report of an adverse effect to the patient.